Event description:
It was reported that the insulin pump alarmed failed battery test. Troubleshooting was performed. After a new battery was inserted, the display remained blank. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the battery cap contact.